Event description:
It was reported that the device stored nearly 2000 episodes, with those reviewed showing false episodes. The r-waves were noted to be very small, and there was both undersensing and oversensing observed. Auto-detections were turned off, and the physician requested re-implant of the device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device stored nearly 2000 episodes, with those reviewed showing false episodes. The r-waves were noted to be very small, and there was both undersensing and oversensing observed. Auto-detections were turned off, and the physician requested re-implant of the device. No patient complications have been reported as a result of this event. The device was later explanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed sensing issues. The lifetime asystole episode counter had reached a count of 1698.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed sensing issues. The lifetime asystole episode counter had reached a count of 1698. The device was subsequently returned and analyzed, with no anomalies found.